Event description:
Information was received that the patient was seen by an ent who diagnosed the patient with vocal cord paralysis and noted it was not due to the vns stimulation or device but rather the surgical technique during the full revision. It was noted that the patients voice is raspy and he finds it difficult to speak and happens all the time and not just with stimulation. The ent noted that the vocal cord was damaged on the right side despite the procedure being performed on the left side. Information was also received that the relationship between the voice alteration, coughing, and dyspnea and the vns is that they are related to vns surgery and the physician also noted that the patient was diagnostics with vocal cord paralysis due to vns surgery. The device was interrogated and & normal function" was noted. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a full revision and was in the hospital complaining of coughing, shortness of breath, and hoarseness. The patient was programmed to 0.25ma after surgery and was having the reported adverse events. Information was received that in conversation with the patient, the patient had obvious change in voice constantly throughout conversation and not intermittently like what occurs with stimulation. The patient noted they sound very old now since surgery. No additional relevant information has been received to date.